Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were burnt and the upper tip of the cold jaw silicon had detached. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot came off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaw boot came off outside the pt. A new kit was used to complete the procedure. There were no pt effects. The product was returned.